Event description:
The customer reported on (B)(6) 2014 at 11:00 am she activated a new pod. At 7:37 pm the pod was deactivated. She stated the cannula looks bent but she is not sure if it was there when she'd first removed the pod or if it occurred from where she kept the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannily or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.